Event description:
It was reported that the customer was hospitalized for hyperglycemia. Prior to the event, the customer received an alarm. It was indicated that the customer did not change out the set to try and resolve the alarm. The nurse stated that the customer will call back to do further troubleshooting. No further details.